Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 37.1mmol/l. It was stated that the customer was vomiting at time of the admission. It was mentioned that when the customer was programming her basal rates the numbers started ramping up. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent up arrow button due to corroded keypad traces. No ramping display anomalies were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.